Manufacturer narrative:
Unable to confirm serial number.

Event description:
The customer reported that the device will take an nibp (non-invasive blood pressure) reading then repeat this value throughout the case. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.